Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown and the unique identifier number is unknown as lot number was not provided. Device manufacturing date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Application support manager (asm) spoke with the account post event as surgeon wanted guidance on how to proceed. Asm provided support and guidance. All pertinent information available to abbott medical optics has been submitted.

Event description:
On (B)(6) 2016, while surgeon was creating ifs flap on patient's right eye, the suction broke after the raster but before the side cut was created. Surgeon opted to abort the procedure and had the patient return for photorefractive keratectomy procedure on (B)(6) 2016 to repeat the procedure. Patient interface is not being returned. Preop best corrected visual acuity (bcva) 20/30.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted.